Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing is folding over below the back check valve and blocking fluid flow. The following information was provided by the initial reporter: having an issue of folding over just below the back check valve and blocking fluid flow.

Manufacturer narrative:
H.6. Investigation summary: a complaint of fluid blockage due to tubing folding over was received from the customer. Four samples were returned for investigation. Two samples were unopened, one was used and one was a baxter set. The unopened samples were inspected, primed and infused with no issues observed. The used sample had a kink in the tubing that connects to the y-site. The set was then primed and infused with no alarms or issues. A device history record review for model 2420-0007 lot number 22035793 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed at the plant and the root cause was determined to be incorrect coiling of the set during manufacturing.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing is folding over below the back check valve and blocking fluid flow. The following information was provided by the initial reporter: having an issue of folding over just below the back check valve and blocking fluid flow.